Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer keeps having bent cannulas. The mother also reported a crack at the reservoir tubing connection and insulin leaking, which caused high blood glucose of 500 mg/dl. The customer was treated with manual injections. The mother declined troubleshooting for high blood glucose as she already spoke to the healthcare professional about it. The insulin pump will not be returned for analysis.